Event description:
Reporter indicated that patient had passed away and autopsy is pending. Patient was found face down in front yard. Patient had been mowing the lawn. The patient was reported to have had good seizure control with the "vns". Physician indicated that the ncp system was not related to the cause of death.